Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a healthcare facility in ireland. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt340 breathing circuit has only recently been returned to fisher & paykel healthcare. An investigation is currently underway. We will provide a follow-up report when investigation results become available.

Event description:
A hospital reported of a leak from the expiratory tube of the rt340 adult dual-heated evaqua breathing circuit. 'Puncture points' were detected 12-17 cm away from the adult y-connector where the circuit hanger may have been located. The leak was detected prior to pt use. No pt consequence was reported.